Manufacturer narrative:
Investigation summary: this complaint is for incorrect ambler cpo classification for proteus mirabilis when using phoenix panel nmic-306 (catalog number 449292) batch number 4317959. The customer did not provide panel returns or isolates but provided phoenix generated lab reports for the investigation. The lab reports show cpo class b results for p. Mirabilis when using the complaint batch. To investigate, three retention panels from the complaint batch were tested with in house isolate p. Mirabilis a29906 for cpo results. All panels returned negative cpo class b results. Therefore, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (proteus mirabilis) gave a class b carbapenemase-producing organisms (cpo) alert and an invalid result. The user performed secondary testing resulting in carbapenems susceptible which is not what we would expect from a cpo organism. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458, and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (proteus mirabilis) gave a class b carbapenemase-producing organisms (cpo) alert and an invalid result. The user performed secondary testing resulting in carbapenems susceptible which is not what we would expect from a cpo organism. No health impact or consequence reported.